Event description:
It was reported to boston scientific that the during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the hydra jagwire guidewire coating on the wire is stripping off. The procedure was successfully completed with another hydra jagwire guidewire. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.